Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead displayed increased threshold values. Impedance measurements were normal. In addition a lead dislodgement was suspected. A revision procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. Should additional information become available this investigation will be updated.